Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the left cephalic vein. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified left antebrachial vein. After a 0.035x150cm non-bsc guide wire crossed the lesion, a 5.0x40, 40cm mustang balloon catheter was advanced for dilatation. During the first inflation at 5 atmospheres for 5 seconds, fluoroscopic image revealed contrast media leaked. The device was then removed and upon inspection outside the patient, it was noted that the balloon ruptured longitudinally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.